Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting that the cause was due to machine being turned off, and the issue had been resolved as the it was reset. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been using their device at 1.6v but in the last two days they had been urinating more and not feeling stimulation. Patient synced with their programmer, and it showed that stimulation was off. Patient was asked to turn therapy on, and then they decreased the stimulation while it was off to 0.5v prior to turning the stimulation on. It was noted that patient did not feel stimulation in the correct area, they stated that they were feeling it in the incision site area and the right leg. It was reviewed for patient to increase amplitude and change programs if medically appropriate. Patient was redirected to the health care provider (hcp) if problem did not resolve. Patient stated that they spoke with their managing doctor's office and they wanted the patient to change form program 4 to 3 . The patient adjusted the amplitude and confirmed they felt simulation. Changing programs on the programmer and syncing with the programmer were reviewed. No further patient complications were reported/ anticipated as a result of this event.